Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. During unpacking of the farawave catheter, it was noted that the catheter handle was described as "dirty." No packaging damage was seen. The farawave catheter was replaced with another farawave catheter, and the procedure was completed with the alternate device. No patient complications were reported.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.